Manufacturer narrative:
Correction to b5 and h6: updated to include additional coding and updated event description. H3 other text : device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted. Additional information was received that the patient experienced discomfort and ischemia in the area of the glans penis. The physician decided to replace the prosthesis to prevent any additional patient injuries. After this surgery the patient symptoms were resolved.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted. Additional information was received that the patient experienced discomfort and ischemia in the area of the glans penis. The physician decided to replace the prosthesis to prevent any additional patient injuries. After this surgery the patient symptoms were resolved.

Manufacturer narrative:
Patient discomfort and ischemia were reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. The other cylinder performed within specifications. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.